Event description:
Lead product analysis was approved on 04/19/2023 for m300-20 sn (B)(4). The allegations of ¿high impedance¿ & ¿explanted, due to lead break / high impedance¿ were confirmed. During the visual analysis of the 3rd portion, the marked coil was found to be broken. The broken ends of the coil appeared dark and pitted. Due to the condition of the coil ends, the fracture mechanism could not be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other relevant information has been received to date.

Event description:
The device was received into product analysis which is underway but not yet completed. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, d9. Device available for evaluation; corrected data; information known prior to initial submission.

Event description:
It was reported that patient was rushed to the ER for unknown reasons. In the ER the patient was seen with high impedance and patient is had full revision surgery. Further information was received indicating that patient was seen with high lead impedance on day of surgery. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.